Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported event was associated with use error, unassisted bypass of initial drain volume. The homechoice and homechoice pro apd apd systems patient at-home guide gives instructions on the risk of fluid accumulation in the abdomen if unassisted bypass is performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty during dwell one of five. The patient was connected to the homechoice pro device at the time of the event. It was reported the patient wanted to bypass to drain one of five. Renal therapy services (rts) assisted the patient to bypass and the patient drained 5105 ml. Rts assisted the patient to end therapy per patient request. The patient had bypassed the initial drain after draining 358 ml. The patient was informed that bypassing of the initial drain was not advisable unassisted. Rts advised the patient that the ida was set to 1500 ml because it was the safe point to allow the cycle to move to the fill and start treatment. The patient reported that after draining the 5105 ml the patient felt fine and was breathing without issue. Paramedics were called prior to the call to rts and the patient was assessed as ¿okay¿. Rts advised patient to call the pd nurse regarding the incomplete treatment. The device was operational and a swap was not necessary. There was no report of medical intervention associated with this event. No additional information is available.